Event description:
It was later reported that during the dye study the hcp was able to pull back cerebrospinal fluid (csf) but was unable to push. A volume discrepancy was reported where the erv was 16ml and the arv was 20ml. A pump and catheter replacement took place on 2013-(B)(6) as a result of the event and at which time the hcp was gain unable to push dye. Patient outcome was reported as no injury.

Event description:
It was reported that the patient received lack of efficacy from the device system for the past year prior to the report. The caller stated it was working prior to that. A dye study was performed and the healthcare provider (hcp) was able to aspirate through the catheter access port (cap), but unable to push dye through the side port. The patient was to have an MRI to rule out an inflammatory mass. The dye study under fluoro showed the catheter at around t10. Refill volumes were provided from past refills. On (B)(6) 2012, the expected residual volume (erv) was 4.2ml while the actual residual volume (arv) was 9.5ml; on (B)(6) 2013 the erv was 8.9ml while the arv was 13ml; on (B)(6) 2013 the erv was 3.1ml while the arv was 7.1ml; on (B)(6) 2013 the erv was 11.4ml while the arv was 13.1ml; on (B)(6) 2013 the erv was 5.6ml while the arv was 9ml. It was discussed that all volume discrepancies were within specification and were all consistent and that drug was leaving the pump. It was indicated that an indium study may be done. The device system delivered dilaudid, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2013-(B)(6), product type catheter.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).